Event description:
The sales rep heard from the nurse that the blood pressure of the patient fell and cardiac arrest occurred during bipolar replacement for shoulder fracture on (B)(6). The patient recovered. Humeral component was not stryker product.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not available.